Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated, and a kink was identified on the hemostasis sheath at the blood inlet hole. The complaint was confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been off-axis maneuvering/use during the procedure. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implant date - device was not implanted. Explant date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the dilator of the angio-seal device got kinked. The users (two different users) felt that the material of this batch was softer than usual. The dilator and sheath had been pushed into the vessel via the wire from the set. At marker a" of the sheath, the sheath is kinked. Manual compression was applied, and hemostasis was achieved. The procedure being performed was a coronary angiogram (coro). A 6fr terumo procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. There was no harm to the patient. This was a right femoral artery puncture. The patient was not hospitalized due to the event and the patient's hospitalization was not extended due to the event. The patient did not require non-surgical intervention due to the event. The patient did not require surgical intervention due to the event. A computed tomography (CT) was not performed to diagnose the bleed. No ultrasound performed to diagnose the bleed. Multiple sticks were not performed. Procedure was not a high stick access. Patient did not receive a blood transfusion. The posterior wall was not punctured.